Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient had access site bleeding. The team held pressure, withheld heparin, redressed the site and two units of blood products were provided to the patient. Additionally, the pump was repositioned and the patient had arrhythmia issues that required cardio pulmonary resuscitation and an increase in chemical support. Furthermore, the patient's leg showed ischemia with no pulses. The impella was removed and replaced with the impella 5.5.

Manufacturer narrative:
The investigation for the reported access site bleed, ventricular tachycardia, and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed, ventricular tachycardia, and limb ischemia could not be determined. Added-h6 component code 925 f6/f8 should have been left blank in the initial report.